Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller successfully completed this process and started their sensor session without encountering the cgm error code again.